Event description:
It was reported that cgm displayed repeated error messages identified by customer as cgm error 42. There was no reported impact to customer¿s blood glucose level. A replacement pump was sent.